Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited noise that was oversensed and labeled as ventricular fibrillation. The patient presented on (B)(6) 2018 for procedure and the device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The device was tested on the bench, which includes impedance, sensing, pacing, and shock output and the device was normal.